Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, ECG electrodes a, c and d failed the fall off test. The cause of the fall off test failure is defective filter components u701 and u702. Both components were out of tolerance. The root cause of the defective components cannot be positively identified. In addition, the black pulse wire was broken inside the trunk cable connector. The cause of the damaged wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall off test. The belt also had a damaged wire inside the trunk cable connector. The last patient to use this belt did not report any deficiencies.